Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's trial lead was prematurely removed due to persistent pain in his upper back. The trial lead initially provided good stimulation in the low back and legs. Resistance was encountered at t9/t10 and the lead was bent into a question mark shape when the physician tried to advance during implant surgery. The lead was pulled back and left at t9. The patient did complain of pain in their upper back post-operatively. The pain got progressively worse through the trial and the patient was advised to go to the ER on (B)(6) 2013 where the lead was explanted. It was noted there are exposed wires around contact 2 of the lead. The patient's issue of pain is resolved.